Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f steerable sheath. The landing zone measurement was 23mm. And intracardiac echocardiogram was used for imaging modality. During procedure, it was noted that the device was over compressed/too big, the physician safely removed the device and selected a 25mm amplatzer amulet left atrial appendage occluder. There was no additional product experience other than the mis-sizing occurred for 31mm amulet. But they felt the 25mm amulet was too small and did not meet close criteria-lacked compression. The 25mm amulet was removed from patient prior to release and there was no additional product experience other than the mis-sizing occurred for 25mm amulet. A new 28mm amplatzer amulet left atrial appendage occluder was chosen, close criteria was satisfied and tension test was performed. The 28mm amulet was implanted successfully and device compression was in a slight tire shape. The patient was stable after the procedure and went home. The physician confirmed the same delivery system was used to implant all three devices. Approximately, 5-6 days later, the patient fell at home and went to the local hospital, an echocardiogram (echo) was performed and demonstrated that the 28mm amulet had embolized and had damaged the mitral valve. The patient was transported back to implant hospital, upon arrival the cardiology team performed a cardiac catheterization, which was normal. The patient underwent mitral valve surgery to replace the valve and removed the embolized 28mm amulet device. The patient recovered from the surgery, but few days later (while still in hospital) went back to catheterization lab to discover one of his coronary arteries was obstructed. The patient experienced a myocardial infarction and expired.

Event description:
N/a.

Manufacturer narrative:
It was reported that a patient with a left atrial appendage landing zone width of 23 mm underwent an attempted left atrial appendage occlusion using three attempts with an amulet device size of 31 mm followed by 25 mm and ultimately with 28 mm. The 28 mm amulet was implanted successfully with satisfied close criteria and tension test was performed. The patient was reported to be stable after the procedure and went home. There was no additional product experience other than the mis-sizing occurred for 31 mm and 25 mm amulet devices. Approximately, 5-6 days post-implant, the 28 mm amulet occluder embolized into the mitral valve requiring emergency cardiac surgery to replace the mitral valve and explant the device. Post-operatively the patient developed a coronary obstruction requiring cardiac catheterization. The patient experienced a myocardial infarction and expired approximately 10 days following device explant. Information from field indicated that the same delivery system was used to implant all three devices. Please note that per the warnings section of amulet instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." The device was not returned to abbott for analysis such that it is not possible to inspect the explanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., procedure imaging); however, this information was not supplied by the site. Based on the medical review performed at abbott, the exact cause for device embolization could not be conclusively determined, but may be related either to sizing or positioning of the device. According to the IFU for a landing zone width of 23 mm an amulet device size of 28 mm is recommended. The cause of reported patient effects myocardial infraction and obstruction could not be conclusively determined. The reported patient death appears to be related to cardiac surgery performed to replace the mitral valve and explant the device, however this could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the embolized device was surgically removed. There were no related complaints associated with any other devices from the lot. Based on information received, there is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Added reported device code 1528.